Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the footrest on the surgeon side console to resolve the issue. The system was tested and verified as ready for use. Additional information is being gathered to determine the contribution of the footrest to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause is due to a failing pedal on the console foot tray.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the nurse reported to the technical support engineer (tse) that the surgeon was experiencing the same issues previously reported under related record MFR report number 2955842-2026-02382 with the surgeon side console (ssc), where the right blue pedal was hard to push in. The nurse called the tse in order to follow up. The tse identified that the previous fso under MFR report number 2955842-2026-02382 was closed based on the feedback "customer contacted and have stated that ssc has been used since with no further issues." The customer confirmed that some surgeons reported no issues, but the system was in use and the problem on the ssc persisted. No known impact or patient consequence was reported.